Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right ventricular lead pacing threshold had increased. The impedance remained stable. The physician thought to replace the lead during a routine generator exchange, but it was noted prior to the procedure that the patient's vein was occluded, making it difficult to place a new lead. Additionally, it was determined that the lead was intact with no evidence of fracture or insulation failure, so the physician elected to leave the lead in use. The patient was asymptomatic and stable during the procedure.